Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not perfectly roll. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The slide lock was engaged and the white plunger was not depressed on the delivery device. The seal and tension spring was observed in the loading device window. The delivery device was removed from the loading device. The seal and tension spring remained inside the loading device. The seal and tension sprig assembly was removed from the loading device. The seal was observed to be slightly folded, indicating an attempt to fold the seal. No cracks/delamination was observed on the seal. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .196 inches , the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem; seal" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not perfectly roll. A replacement device was used to complete the procedure. The hospital did not report any patient effects.